Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 21 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The site was grafted. The clinician reported implant mobility and bleeding in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.